Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument an alleged issue to perform failure analysis. The instrument was found to have a broken molded insulator on the upper jaw. Two broken pieces measuring approximately 1.60mm x 8.72mm and 2.19mm x 3.57mm in size were identified, confirming that a fragment detached from the instrument and was returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The upper jaw is still attached to the instrument due to the bipolar conductor cable holding it intact. The housing was removed for inspection and found no damage. The inputs were manually articulated, and the roll, joggle, pitch and yaw went to the right directions. Additional observation related to the customer complaint was that the instrument was found to have detached fragments from the broken molded insulator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the tip of the fenestrated bipolar forceps (fbf) instrument broke and a fragment fell inside the patient. The event occurred while the surgeon was performing dissection. The fragment was successfully retrieved by the surgeon during the same surgical procedure. The surgeon confirmed that all fragments were removed. No additional surgical procedure, such as laparoscopy or open surgery, was required, and no post-operative imaging tests were performed to check for remaining fragments. The procedure was completed robotically using a backup instrument of the same type. There was no injury to the patient, and the patient has not returned to the hospital for any post-surgical complications related to retaining a foreign object.